Event description:
It was reported by hvt sales representative that a 2800, 25mm valve was explanted after a 80.87 month duration due to unknown reason(s) and replaced by a mechanical st. Jude valve. Device is available for return and will be returned. No additional information is available at this time..

Manufacturer narrative:
Evaluation summary: heavy intrinsic and extrinsic calcification is detected in the cusp area of leaflets 1 and 2, and moderate in the cusp area of leaflet 3. Heavy extrinsic calcification is detected in the free margins of leaflets 1 and 2 at commissue 2. Calcification restricted mobility in the leaflets and led to stenosis. A tear at the free margin of leaflet 2 is detected; it measures to approximately 4mm into the cusp area. Heavy calcification is detected at the region of the described tear. The wireworm is exposed at commissure 1 at the outflow aspect, most likely due to mechanical injury since cuts in the adjacent sewing fabric are evident. Cuts in the host tissue overgrowth at commissure 1 are also detected. At commissue 1, leaflet 1 exhibits a tear that measures to approximately 4mm along the attachment site, possibly due to mechanical injury. Minimal to moderate host tissue overgrowth encroached onto the tissue inflow and into the orifice by at the greatest point by 3mm, and onto the tissue outflow and into the orifice by 4mm. The x-ray demonstrates calcification. X-ray. The device history record (DHR) review was completed on 07/23/09 and there was no nonconformance found related to this event.